Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung procedure, while they removed the parenchyma, the stapler was able to fire but the distal staple formation was poor and the distal staple line was also incomplete which required replacement of new staples. They used a new device, completed after molding to complete the case. There was no patient injury.